Event description:
Disabled [disability]. Cant feel parts of his feet and has partial paralysis in both limbs [bilateral leg paresis] ([loss of sensation]). Blood blisters under skin [blister]. Case narrative: this case was linked to case (B)(4). Initial information received on 15-nov-2018 from united states regarding a solicited valid serious case received from a consumer, in the scope of patient support program "psp_saus.tjo.012". Patient ID: (B)(6); country: (B)(6). Study title: sanofi patient connection. This case involves a 60 year old male patient who experienced disabled, cant feels parts of his feet and has partial paralysis in both limbs and blood blisters under skin, while he using with the use of medical device hylan g-f 20, sodium hyaluronate (synvisc). The patient's past medical history included diabetes mellitus in (B)(6), patient had a bad accident in (B)(6) and broke his neck, patient fell and broke both his knee caps and three ribs in (B)(6). Patient currently has back and neck issues. Concomitant medications included insulin glargine (lantus) for diabetes mellitus; and insulin detemir (levemir). The patient's past vaccination(s) and family history were not provided. On an unknown date in (B)(6), patient received intra-articular injection of hylan g-f 20, sodium hyaluronate (dose, frequency, batch number: unknown) for osteoarthritis. Patient reported that he was disabled (latency: unknown) and had blood blisters under her skin (latency: unknown) since an unknown date. Patient further reported he cant feel parts of his feet and has partial paralysis in both limbs (latency: unknown). Action taken: unknown. Corrective treatment: not reported for all events. Outcome: unknown for all events. Seriousness criterion: disability for disabled; disability and medically significant for can't feel parts of his feet and has partial paralysis in both limbs. A product technical complaint (ptc) was initiated on 30-nov-2018 for synvisc. Batch number; unknown, global ptc number: (B)(4). The product lot number was not provided; therefore, a batch record review is not possible. Based on the lack of information provided, no CAPA was required. It was the requirement to review all finished batch records for specification conformance prior to release. Any out of specification result was identified and mitigated through the ncr process. Sanofi global pharmacovigilance and epidemiology continuously monitored adverse event reports with or without lot numbers, and assessed possible associations with their corresponding product lot, as part of routine safety surveillance effort to detect safety signals. This review had not indicated any safety issue. Sanofi would continue to monitor adverse events to determine if a CAPA was required. Additional information received on 30-nov-2018. Gptc number added and results were updated for the same..text amended accordingly.

Manufacturer narrative:
Sanofi company comment dated 21-nov-2018. Patient was disabled and couldn't feel parts of his feet and has partial paralysis in both limbs after synvisc. Based on limited information provided, causal role of suspect product cannot be excluded. Case will be re-evaluated post further update on the patients underlying disease conditions, past medical and drug history, concurrent illnesses and concomitant medications.

Event description:
Disabled [disability]; blood blisters under skin [blister]; cant feel parts of his feet and has partial paralysis in both limbs [bilateral leg paresis] ([loss of sensation]). Case narrative: initial information received on 15-nov-2018 from united states regarding a solicited valid serious case received from a consumer, in the scope of patient support program "(B)(6)". Patient ID: (B)(6); country: united states. Study title: sanofi patient connection. This case is linked to case (B)(4). This case involves a (B)(6) year old male patient who experienced disabled, cant feels parts of his feet and has partial paralysis in both limbs and blood blisters under skin, while he using with the use of medical device hylan g-f 20, sodium hyaluronate [synvisc]. The patient's past medical history included diabetes mellitus in 2002, patient had a bad accident in 1991 and broke his neck, patient fell and broke both his knee caps and three ribs in 2005. Patient currently has back and neck issues. Concomitant medications included insulin glargine (lantus) for diabetes mellitus; and insulin detemir (levemir). The patient's past vaccination(s) and family history were not provided. On an unknown date in 2012, patient received intra-articular injection of hylan g-f 20, sodium hyaluronate (dose, frequency, batch number: unknown) for osteoarthritis. Patient reported that he was disabled (latency: unknown) and had blood blisters under her skin (latency: unknown) since an unknown date. Patient further reported he cant feel parts of his feet and has partial paralysis in both limbs (latency: unknown). Action taken: unknown. Corrective treatment: not reported for all events. Outcome: unknown for all events. Seriousness criterion: disability for disabled; disability and medically significant for cant feel parts of his feet and has partial paralysis in both limbs. A product technical complaint was initiated, and ptc results were pending regarding the same.